Manufacturer narrative:
Section d4: the lc product is being updated for the level sensor because of the events association to the remedial action. Suspect medical device was changed from alinity I processing module, list number 03r65-01 to alinity ci-series level sensor, bulk solution, list number 04s68-02. Complete information for section h9: correction/removal number: 3002809144-09/18/19-008-c further investigation into this issue found that results could have been impacted by the alinity bulk solution level sensor on the alinity I instrument, in which the sensor inaccurately detects the float position due to a leak. The float sensor may result in a failure to properly monitor bulk solutions inventory which could impact the intended contents of the reaction mixture and create the potential for incorrect patient results. A previous product correction letter was issued to all worldwide customers with installed alinity I processing modules. The necessary actions outlined in the previously issued product correction apply to both issues : a) discontinue reporting results until troubleshooting is complete b) provides instruction for inspecting the alinity ci series bulk solution level sensors and the actions to take if a crack is found and c) if the level sensor is not cracked, to reference the alinity ci series operations manual for instructions on troubleshooting for the specific message code. The customer is also provided with specific instructions on how to perform weekly maintenance of the alinity ci series bulk solution level sensor.

Manufacturer narrative:
Patient (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) total b-hcg result on alinity I processing module for one patient. The results provided were: on (B)(6) 2020 (B)(6) initial b-hcg result=5 iu/l (<=5.0= (B)(6)), repeated =6 iu/l (>5.0 to<25.0 iu/l =no interpretation), repeated specimen on another alinity b-hcg result= 35700 iu/l (>= 25.0 iu/l= (B)(6)). On (B)(6) 2020 patient b-hcg result was 22300 iu/l there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) observed the pre-trigger and trigger bottles were completely empty, even though the supply screen showed evidence of both reagents. The fsr replaced alinity ci snsr bsl which resolved the issue. A review of service history for serial number alinity I (B)(4) found no similar issues as described in this complaint and no additional discrepant results were reported. Return testing was not completed as returns were not available. A review of tracking and trending did not reveal any trends for the alinity I processing module. A review of tracking and trending did not reveal any trends for the snsr bsl. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity I processing module or the snsr bsl was identified.